Event description:
The patient was treated for a femoral diaphyseal fracture and the fracture line reached the lower edge of lesser trochanter. First, the doctor applied a surgical procedure of recon locking. Reportedly, although the two hip screws inserted, they both together did not slip through the nail hole. The doctor removed all screws and nails and tried again, but the results were the same. The surgery was completed successfully after switching to a standard locking. This is report 1 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. Additional evaluation was conducted. The report indicates the factors that may attribute for a misalignment: incision for protection sleeve: a mismatch between the incision and the protection sleeve may lead to tension by the soft tissue on the protection sleeve and therefore may lead to deformation of the instruments. Nail size vs. Canal size: a too large nail in a too small lm-canal may lead to a deformation of the nail. Connecting screw handle/nail, if it is not tighten after nail insertion this may lead to a misalignment of the instruments. Potential question to the surgeon: was the screw tightened after nail insertion? Position of the protection sleeve and drill sleeve: a distance between the drill sleeve tip and the cortex may lead to slipping of the guide wire or drill bit on the cortex and therefore may lead to a mismatch of the instruments. Device was used for treatment, not diagnosis. Placeholder.

Event description:
This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis.